Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the click pin was missing based on the results of the investigation, based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction and the malfunction found during the investigation was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hysteroscope, gynecology had the pin had comes off. The event had occurred during reprocessing. There were no reports of patient involvement.